Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "load capacitor" button was out of order during patient use. The reporter marked "patient/user harm" on the customer feedback form. Details regarding patient/user harm and patient info were requested but not provided at the time of initial report filing.

Event description:
The customer reported that after powering on the device, the user pressed the charge button in preparation for a cardioversion procedure. The device powered down. Another device was used to perform the procedure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.